Manufacturer narrative:
Insulin pump received with minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. Act, esc and arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted.

Event description:
Customer reported via phone call to have received a letter regarding the drive support cap. Customer's blood glucose was unknown. Customer wanted the device replaced. Customer agreed to return the device for analysis.